Manufacturer narrative:
Physio-control, inc evaluated the device. The root cause was determined to be due to a failure of the integrated circuit, u2 on the digital pcb assembly. After replacing the digital pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device did not have audio output. There was no pt use associated with the reported event.